Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. It was reported that the pt's vessels were moderately tortuous and calcified. Pre-implant aneurysm size is unk. The pt developed a persistent type ii endoleak, from the lumbar arteries located near the aortic bifurcation. The endoleak could not be successfully treated in spite of efforts to embolize the endoleak multiple times. Due to the endoleak, the pt's aneurysm had expanded to 6.2 cm. Two and half months later the pt was brought to the operating room for explant of the stent graft. The procedure was reported to be successful and the pt left the operating room in satisfactory condition. There was no clinical sequelae reported, and the pt is reported to be alive. The explanted stent graft was returned to medtronic vascular in march 2004 and its evaluation is pending.